Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced seizure-like symptoms. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient continues to use the device, but may have it removed to have an MRI.